Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the pack revealed a broken plastic window and tears on the cover flap. As a result, the reported event was confirmed. This affected the ability to adequately secure and carry the system. The most likely root cause of the reported event can be attributed, but not limited to, wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because it was damaged and torn. The pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.